Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise which caused inappropriate mode switching. The noise was not reproducible. The atrial sensitivity setting was decreased.